Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was around 400-450 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Customer changed cartridge and infusion set to address the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.